Event description:
The customer reported the system would not complete the boot up process. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.